Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative stated the first implant did not help the patient and the device died from normal battery depletion. The manufacturer representative stated the patient had fallen and the doctor thought the lack of therapeutic effect might be related to the fall. Once the ins died, they replaced it with the hopes that the lack of therapeutic benefit was due to damage to the device from the patient's fall. The manufacturer representative stated she did not believe there was any technical issue with the device before or after the fall; she stated the therapy did not work for the patient but the lack of success was not due to device malfunction.

Manufacturer narrative:
Concomitant medical products: product ID: 3037 lot# serial# (B)(4) product type: programmer, patient. Product ID: 3093-33, lot# v686370, implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: lead.

Event description:
The patient indicated that she had a couple of real bad falls, had bruise on her hip and hcp was concerned something could have more. The patient indicated that it had been so long it had not helped. It was also mentioned that when she first starting going to this health care provider she had x-rays which indicated a stage horn stone, which filled her whole kidney. It was indicated that the neurostimulator was replaced in (B)(6) 2014. A follow-up report will be sent if additional information becomes available.

Event description:
Additional review noted that in regards to the implant, it was stated that ¿it wasn¿t quite right.¿ the patient had fallen ¿bad¿ a couple times on their backside and they ¿just did not know if they could have torn something loose.¿ regarding the replacement previously noted, it was indicated the implantable neurostimulator was also ¿moved¿ in (B)(6) 2014. No outcome was provided with this event. Further follow up is being conducted to obtain this information and additional details regarding the event. A second follow up report will be sent if additional information is received.